Event description:
Stapler with 34/50 fires left would not open with load and strip already placed in stapler. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.